Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted:(B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient (pt)mentioned they couldn't adjust their pulse or anything else and co uld only adjust their intensity. Agent redirected patient to their hcp. Patient mentioned there was a problem with the wiring up their forehead and the wiring caused severe pain. They couldn't replace the wiring because the surgery would be very critical. Patient mentioned the minute they turned their intensity up it would cause severe pain and the implant was useless. Patient had the implant for 4 years and 1 month and they didn't expect the unit to go bad so soon. The implant had never stopped hurting. Patient never stopped hurting no matter how many times their settings was reset. There was a loop put in where the wires ran right below their breast bone that went right up their neck behind their right ear to the top of their head. Patient mentioned they were told it was so bad that when they moved their head it wouldn't bother them but they didn't know what happened to the unit. There was a device that put out the signal that went right over the top of their right eye that would send a signal out to the device. The implanted device in their chest would send out a fault and it went through those wires to a device implanted in their head right above their eye. That thing was so sharp that it hurt and would migrate and move up and down and never stayed in the same place. Patient was determined to change the wiring and if they were going to do that they might as well put a new unit in. When patient would turn their head too far in either direction it hurt like hell. Agent redirected patient to their hcp.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 22-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced severe problems with the implant for over a year, including a belief that the leads were defective and that the device above the eye or the entire implant might need to be removed. The patient described severe pain in the head when moving the head, tremendous headaches, pain affecting the right eye, difficulty turning the head in any direction, and extreme pain triggered by movement of the leads. The hcp confirmed the belief that the leads were defective. The leads were routed from the device in the chest up the side of the head, looping at the top of the head. The patient tested device settings over several months, adjusting intensity and turning off all settings except intensity, but these adjustments did not alleviate symptoms; increasing intensity worsened the pain. The patient is scheduled to see a healthcare provider for further evaluation. Additional information was received; it was reported the representative reprogrammed the patient's stimulator and explained their device and equipment as well as explained how to turn off stimulation. The cause was not determined; the patient was still testing out new programs and then planned to do a washout with their stimulator off for a period of time as determined by their representative. The next step was to have an injection, as the representative wanted to exhaust all options before removing the leads. The issue was not resolved and the injection was not scheduled until november. Additional information was received; it was reported the patient had pain at the tip of the lead in the forehead. There were no impedances at the visit and no indications on why the patient was experiencing pain. The representative reprogrammed the patient and they stated they were feeling a little better.